Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved (mersilene suture) caused and/or contributed to the adverse events described in the article, specifically: suture infiltrates , reaction? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used? (Mersilene suture) citation: cornea 2012;31:708¿715).

Event description:
It was reported in journal article ¿wedge resection and lamellar dissection for pellucid marginal degeneration¿ and suture was used for correction of pellucid marginal degeneration (pmd). The purpose of the study was to describe the use of crescentic corneal lamellar wedge resection and autolamellar dissection for the correction of pellucid marginal degeneration (pmd), and to assess its effectiveness in improving uncorrected visual acuity (ucva), best-corrected visual acuity (bcva), astigmatism, corneal topography, and contact lens or spectacle tolerability. Patients were male with an age range between 38-63 years and underwent lamellar corneal wedge resection between january 2000 and april 2008. Seven eyes of 6 patients were analyzed. Suture infiltrates developed during the first month after surgery and infective causes were ruled out by culture. Suture infiltrates resolved rapidly once topical steroid drops were increased in frequency. One patient¿s suture infiltrates progressed despite 2 hourly dexamethasone drops and required 1 hourly dexamethasone drops and 40 mg of prednisolone orally tapered over 1 week. Subconjunctival sectoral methylprednisolone acetate injection was also given and the suture infiltrates had resolved by 1 month postoperatively. Additional information has been requested.